Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Metal pin jabbed hard in cheek; resulted in cheek wound/ hole [mouth injury], blood-cheeks [mouth haemorrhage]. Brush head became detached from base-oral-b power toothbrush [device breakage]. [Oral-b power toothbrush] base came loose from the brush head [device connection issue]. Case narrative: consumer reported via e-mail that the brush head came loose and became detached from the base. No serious injury reported.